Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2017 due to infection. They cut his foot and that got infected. Their blood glucose during the incident was unknown. Customer wearing the pump at time of hospitalization. Their most recent blood glucose was 370 mg/dl. They treated with insulin pump. The customer also reported that when the sensor needle hub was removed, needle disconnected and stayed in their skin. Customer was advised to return the needle hub assembly. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.